Event description:
Reporter alleges pt received implant 10 yrs ago (i.e. 1986) from an unknown MFR. Reporter also alleges "pt has been suffering from many sequela since she was operated for augmentation 10 yrs ago", no other specifics were stated.